Manufacturer narrative:
Device evaluated by manufacturer: the advancer unit and burr unit were received together. The advancer knob was received tightened and in a backward position. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined and no damage or irregularities were identified. The advancer knob was loosened and advancer forward and backwards with no resistance or issues. The rotawire used in the procedure was not returned for product analysis. Functional testing was completed with .009¿ rotawire. The advancer knob was moved forward and tightened, and then the rotawire was inserted through the burr. The rotawire was able to advance through the burr unit and advancer unit with no difficulties or issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-08635. It was reported that a burr became stuck on the rotawire. A 1.50mm rotalink¿ plus and a rotawire¿ were selected for use. During the procedure, it was noted that the burr became stuck on the rotawire and was unable to move. Both the rotawire and the rotalink were removed as unit from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-08635. It was reported that a burr became stuck on the rotawire. A 1.50mm rotalink¿ plus and a rotawire¿ were selected for use. During the procedure, it was noted that the burr became stuck on the rotawire and was unable to move. Both the rotawire and the rotalink were removed as unit from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.